Event description:
Cracked connector on catheter. During dialysis nurse noticed a "hissing" sound coming from the catheter. Immediately stopped dialysis & contacted dr. The catheter was placed in 2000 & crack was noted one week later, catheter was removed & replaced the next day. No pt injury involved.